Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Further analysis revealed coagulated blood in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged and the physician attempted to reposition it. The physician was unable to position this lead in the target vessel, so it was explanted and replaced. Should additional information become available, this file will be updated.